Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which a new cuff and balloon were implanted. During the procedure a pinhole leak was found in the existing cuff. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the procedure. The patient was said to be "dry" after the procedure. No more information available at the moment. Should additional information become available, it will be provided.